Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx bifurcated stent graft. Approximately four (4) years post initial implant a secondary procedure was performed to treat a type iiib endoleak and aneurysm growth. Approximately five (5) years post initial implant a review of the patients follow-up CT scan showed increasing size of a patients abdominal aortic aneurysm (unknown growth). The physician suspects this to be caused by a suspected type ii endoleak. Re-intervention was scheduled for the patient but was cancelled for undisclosed reasons. The patients is currently stable and being monitored. There has been no additional patient sequelae reported at this time.